Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Physio advised that replacement of the device is recommended. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. The customer advised physio that the device would not power on when prompted. There was no patient use associated with the reported event.